Event description:
A malfunction code prompted a customer inquiry, although no notable events occurred beforehand. Customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and once reset, the malfunction code did not recur. Customer was advised to monitor for any future issues and felt confident in continuing to use the pump.